Manufacturer narrative:
No button error alarms were noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 52mg/dl. Advised insulin pump would be replaced. No additional information is provided.